Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 1400 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's family had heard the pump alarming since (B)(6) 2017. It was stated that the patient was difficult to manage due to severe scoliosis and the patient had a history of spastic quadriplegia. The patient was seen on (B)(6) 2017 and at that time the hcp noted eri had occurred on (B)(6) 2017. They had decided they would attempt to wean the patient off the intrathecal baclofen prior to their decision to replace the pump or not. The hcp then updated the pump on (B)(6) 2017 and heard the critical pump alarm. The pump logs showed a reset, low battery reset, and safe state. The hcp reprogrammed the pump and the patient was discharged. Then on (B)(6) 2017, the patient had acute withdrawal and the pump continued to alarm, showing multiple resets. The hcp was going to treat the patient with oral medication and was considering replacing the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. On (B)(6)2017, it was learned additional medical history included the patient was diagnosed with scoliosis in 2009. Concomitant products included: desmopressin, jevity (dietary supplement), naproxen, tylenol (acetaminophen), diclofenac, flonase (fluticasone propionate), calcium carbonate, ranitidine, cholecalciferol, potassium sodium phosphate, and miralax (polyethylene glycol 3350). Dates of therapies, routes, dosages and frequencies of the products were not reported. On an unspecified date in (B)(6) of 2011, the patient started treatment with lioresal 2000 mcg/ml at 1400.9 mcg/day, also noted as a basal rate of 47.3 mcg/hour with four 90 mcg boluses (at 5am, 11am, 5pm, 11pm) per day, per flex infusion intrathecally via the patient's infusion pump, for spastic quadriplegia and cerebral palsy. On (B)(6)2017, the patient¿s pump was refilled (not specified further). On (B)(6)2017, the patient was admitted to the hospital with the diagnosis of acute withdrawal. It was clarified the patient went into withdrawal because after the pump reset itself, the pump was delivering only 12.3 mcg/day. The patient was started on enteral baclofen 20 mcg every 6 hours and valium (diazepam) 5 mg every 4 hours as needed for agitation. On (B)(6)2017, the patient was discharged from the hospital with the diagnosis of acute baclofen withdrawal. No additional information was provided. No further complications were anticipated/reported.